Manufacturer narrative:
The tracheostomy tube is for single patient use, but can be used multiple times on the same patient. (B)(4)

Event description:
It was reported that there were cracks on the internal cannula of a portex® cuffed blue line ultra® tracheostomy tube when it was removed from the patient for disinfection. These cracks appeared on both sides of orifices with a risk of splitting in half. The tracheostomy was changed. No adverse health outcomes.

Manufacturer narrative:
The returned sample consisted of one portex tubes blue line ultra (blu). The returned sample was received in used condition without its original packaging. The sample was visually inspected, at a distance of 12" to 16" and normal conditions of illumination. The inner cannula was found to be damaged from the middle. A review of the manufacturing process for was conducted by quality engineer on 20/apr/2018, in order to verify that there are no situations or practices that could have created a non-conformance. No discrepancies were found. In order to try to replicate the failure mode described in this complaint, one sample for the production process was taken out and tested. The inner cannula was manipulated multiple times by quality personnel applying force and pressure. The inner cannula was damaged from the middle. The failure occurred in the same place as in the returned sample. The probably root causes are follows: the tube was damage after it came out of the manufacturing site. There was a lack of detection by production personnel. The following action was taken to address the root causes listed above: re-training of production personnel.